Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that slow charge time limit was reached. Subsequent out-of-clinic tests showed normal charge times. Further testing was recommended.